Event description:
Reporting status: malfunction. Reporting rationale: balloon is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had moderate tortuosity, moderate calcification, and a 90% stenosis. The stent delivery system (sds) was pressurized for the first time and the balloon ruptured at 8 atm. As the stent was not fully dilated, post-dilatation was done. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that can contribute to balloon rupture are, but not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or excessive applied pressure. Reportedly, the target lesion was moderately calcified and tortuous, which could have contributed to the reported pinhole rupture. There are no indications of a lot specific product quality issue. A definite root cause for the balloon rupture could not be determined.